Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator delivered 18 inappropriate electric shocks along 3 different episodes due to atrial fibrillation with rapid ventricular response. The physician stated that the patient would get started on beta blockers. There is no evidence indicating that there were any actions taken for the device. The device remains in service. No additional adverse patient effects were reported.